Event description:
It was reported that during an unknown procedure, the clip of the device ejected from the 1st to 4th firing. No clips fell into the patient. The clips were fed into the jaws slightly out of alignment. There was no resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. The device was not fired after the event. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = jaws. The er320 device was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, four clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. . The batch record was reviewed and no anomalies were noted during the manufacturing process.